Manufacturer narrative:
(B)(6). The device was manufactured may 14, 2016 ¿ may 16, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo revealed fluid in the device. However, a functional flow rate test could not be performed without the actual sample. The reported condition could not be verified from photographic evidence provided. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the device had not completed the infusion in the expected seven day time-frame. The device had been filled with 2250mg fluorouracil in 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.